Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture.visual inspection found the lens haptic torn and broken. The width of the lens was found to be within specifications. Unable to perform diameter verification as the lens was damaged. Functional inspection found the lens to be within specifications. H6 type of investigation- analysis of production records 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -11.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Lens was explanted on (B)(6)2021 due to refractive surprise and excessive vault. Reportedly, "additiaonal refraction including cr will be measured. Then, the surgeon will consider a replacement surgery." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.